Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that clinician stated experiencing zosyn primary infusion that infused over two hours instead of four hours. This was reported to bd representatives during their site visit. There was patient involvement but no harm.